Manufacturer narrative:
Investigation: one customer photo was received for evaluation. Upon review of the photo, the safety shield is engaged, and the tip of the safety shield is broken off thus not covering the tip of the needle. A review of the device history record was completed for this batch. Product was manufactured at the bd (B)(4) site in august 2017. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Bd was able to confirm the customers¿ reported complaint. The most likely root cause is that there was a jam on the manufacturing line and the sample received by the customer was inadvertently not discarded by a production associate. Awareness has been created at the plant level with engineering, quality, and production. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that the safety on a bd eclipse¿ blood collection needle with luer adapter broke during use. There was no report of injury or medical interventions.